Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, missing end cap sticker and corroded battery tube.

Event description:
It was reported that the insulin pump had a loose drive support cap. The blood glucose reading was 115 mg/dl. The customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.